Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: 5.2; lab: 11.0. Inratio test and lab draw were done at the same time. Discrepant result occurred after meter was dropped.